Event description:
The patient received a vial of test strips and control solution from patient's physician. Patient started using the supplies and tested patient's blood glucose readings and claims patient was getting "incorrect readings". The patient would not specify what kind of readings patient received on patient's meter. Patient ran a control solution test twice and both readings fell out if range. The patient visited the physician due to the readings patient received on the meter and the physician increased patient set amount of insulin. The patient refused to provide medical affairs patient insulin regimen. The physician did not test the patient's blood glucose. The patient does not have the subject test strips anymore, since patient gave them back to patient's physician. Per patient the test strips were in good condition and not expired. The control solution was not expired.